Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer explained that he was hospitalized about a month back for a serious lung condition; during the hospitalization, he was taken off the insulin pump and was being treated with insulin with a steroid in it. The customer stated that when he went home, he was put back on insulin pump therapy, but he crashed and fell out of bed. Blood glucose at the time of the incident is unknown. Troubleshooting was declined. The customer stated his blood glucose level would go high and then low and he had been adjusting the insulin pump settings on his own. The customer requested assistance with checking the settings. It was advised that an email was sent to the diabetes clinical manager to contact him. The insulin pump will not be returned for analysis.